Manufacturer narrative:
A ge representative performed an on site investigation. The connectors and boards were re-seated. The software was re-installed and the remote user interface was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.